Event description:
Per the clinical specialist, the low speed alarms did not reoccur, and a specific cause was unknown. The patient was stable and was sent home with no change in care.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the low speed advisory alarm; however, a specific cause for this finding could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2021 01:03:05 through (B)(6) 2021 14:09:01. On (B)(6) 2021 at 11:58:25 the speed dropped below the low speed limit and a low speed advisory was captured. Pi events were also captured as well as routine power source exchanges. No atypical events or alarms were captured. Other than the low speed advisory, the pump operated at or above the low speed limit for the duration of the file. The pump appeared to operate as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿ equipment storage and care¿ explain how to properly store, clean, and maintain system controller. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2021. It was noted that the patient had multiple advisory alarms. Low voltage on (B)(6) 2021. The patient stated that this happens on a specific set of batteries. The batteries were exchanged. The patient's controller was also showing wear, green liquid was coming out of a pinpoint hole. The controller was exchanged. A log file was sent in for review which found a low speed advisory on (B)(6) 2021. There was not enough evidence to confirm the cause of the speed drop. Possible causes are something that passed through the pump or would indicate a driveline issue. The log file also confirmed a low battery advisory on (B)(6) 2021 due to the patient waiting too long to replace the batteries. There were no other notable alarm conditions in the log file. No additional information was provided.